Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving vibratory alerts for non-sustained lead noise. Investigation of the egms revealed no anomalies. The device was reprogrammed.